Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The sample was not returned for evaluation and the investigation is inconclusive for the reported balloon rupture. A definite root cause for the reported event could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u354064 pta balloon dilatation catheter allegedly experienced balloon rupture. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.